Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a fitmore hip stem b ext offs size 8 on (B)(6) 2012. Due to aseptic loosening and failure of bony ingrowth, the pt was revised on (B)(6) 2013.